Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator loading units. During the firing cycle, a skip was audible in the firing stroke. The instrument was dismantled for visualization of internal components. This examination noted sheared teeth on the firing rack. The returned product was found to not meet specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: there was no reported information regarding this incident.